Manufacturer narrative:
The reported event for lead slipped out of ipg was not confirmed. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg passed a lead fitment test as well as lead retention test for both header chambers. The ipg was functionally tested and passed all testing. DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Event description:
It was reported that the lead disconnected from the ipg header and eroded through the skin. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Reporter phone number- (B)(6).